Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the touchscreen is blank upon start up and remains dark every time the ventilator is turned on. The customer reported no patient involvement or allegation of patient harm.